Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first proglide device was successfully placed at the 10 o¿clock position; however, while removing the plunger of the second device at the 2 o¿clock position, the suture did not come out. The suture of a new proglide device was successfully pre-placed at the 2 o¿clock position. The sheath was upsized to greater than 8.5 and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. In the same procedure, arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7f hole. Reportedly, while removing the plunger, the suture did not come out. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.